Event description:
It was reported that a patient presented to clinic for follow up. X-ray was performed and revealed externalized conductors on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in four pieces. Visual inspection of the lead found internal insulation abrasion breaching the ring electrode and right ventricular cable lumens in multiple locations proximal to right ventricular shock coil. The etfe coating of one right ventricular cable was abraded in two of these locations. The cause of the reported event was due to internal insulation abrasion.